Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of noise on a competitor right atrial (ra) lead resulting in inappropriate atrial tachy response episodes. Boston scientific technical services also reported anti-tachycardia pacing was provided for a ventricular tachycardia event but appeared to be appropriate. Upon the patient's presentation for additional testing, the observed ra noise could be reproduced but was not sensed by the device. The crt-d was subsequently reprogrammed to ddi mode and the minute ventilation sensor programmed off. The patient will continue to be monitored. No adverse patient effects were reported. This system remains in service.